Event description:
The facility's tech reported an infusion pump with an 808:02 failure code. The tech stated it is unk if they have any reports of any pt incident involving the pump since the last baxter service event. Baxter's customer service requested if this failure occurred during pt use or biomed testing, but it was unk. Additional contact info was requested, but not provided.